Event description:
Trinity revision after 1 month. Stem to stay in situ and cup replaced with a (B)(4) product. The corin cup from the initial surgery was very anteverted, the revision surgery was conducted in order to re-position the cup.

Manufacturer narrative:
(B)(4). Initial report. Device details, patient medical history, post primary and pre-revision x-rays, explant and reason for revision have been requested in order to progress with the investigation. Device manufacturing records to be reviewed. Please note: this report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA. However, this event occurred outside of the USA.